Manufacturer narrative:
Internal file number: (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information was not provided. The reported patient effects of dyspnea, worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information available, a definitive cause for the reported dyspnea could not be determined. The recurrent mr was due to perforation in the anterior leaflet (procedural circumstances); however, a definitive cause for the reported tissue damage could not be determined in this case. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 1816 labeled 1964 labeled 2104 labeled device codes: 2993 labeled na internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. B3, d6: dates - estimated g9: exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other events noted in the article are filed under different manufacturing report numbers.

Event description:
This is filed to report recurrent mitral regurgitation and tissue damage. It was reported that one clip was implanted to treat mitral regurgitation (mr). Six months post procedure, the patient returned with severe dyspnea. Echocardiogram was performed, mr had increased to 4 due to a leaflet perforation. A second clip was implanted; however, severe mr remained; thus, a plug was implanted. Details are listed in the attached article, titled transcatheter therapy of residual mitral regurgitation after mitraclip therapy. Please see article for additional information.